Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
It was reported that the customer was diving into a pool while wearing the insulin pump and moisture and condensation under the display was noticed. No further info was provided.